Event description:
As reported, on 2008, while attempting to remove the delivery catheter of the implanted gore excluder aaa endoprosthesis trunk-ipsilateral leg component, the physician felt a strong resistance. He removed it with force, as he thought that the distal olive got stuck on the sheath's (manufactured by ultimum) edge. The resistance subsided and the physician was able to retrieve the delivery catheter. Upon retrieval, the physician found that the section of catheter above the proximal olive was missing. He pulled the guidewire slightly, and the white colored tube inside the delivery catheter where the guidewire goes came out along with the guidewire. The physician pulled on the white tube and the distal olive, the polyimide guidewire lumen and the proximal olive were successfully collected. After this, a gore excluder aaa endoprosthesis contralateral leg component (unk/unk) was implanted, and the procedure was completed. The catheter and white tube were returned to gore for analysis.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.